Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2006, the pt was implanted with a gore excluder aaa endoprosthesis contralateral leg component to repair a right common iliac aneurysm. On (B)(6) 2011, the pt underwent another computer tomography that revealed soft tissue stranding surrounding the right common iliac artery stent. It was likely infected (seeding from the campylobacter bacteremia). On (B)(6) 2011, the gore excluder aaa endoprosthesis was explanted. There was no further info on the type of or cause of infection.